Event description:
Rptr received a letter from a family member regarding concerns about the hazard that exists with the use of 1/2 rails and a lo-airloss system. Rptr was not provided a cause of death report. The pt had two different mfrs in the home. One for the bed and rails and another for the air mattress. Both were notified via fax immediately about the incident and provided a copy of the letter from the family. Equipment had been set-up according to MFR guidelines.